Event description:
Pt came to hosp for removal of the port due to thrombosis. When the port was removed the physician noted that a portion of the catheter was missing. Pre-operative and post-operative x-rays show the missing portion of the catheter to be in the heart.